Event description:
A dreamstation auto CPAP device was returned to a third-party service center. During evaluation of the device, foam particles were observed within the blower kit. The there were also scratched on the upper enclosure of the device, and the lcd screen was scratched. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.